Event description:
It was initially reported that patient had the device replaced due to normal battery depletion. There was no patient injury. Drug delivered via the device wad dilaudid. As of the date of this report, it was reported that during replacement surgery the healthcare provider found pinpoint holes in the catheter that had "dilaudid drifting into patient's main tissues which was cause of issues for patient."

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).

Manufacturer narrative:
Intervention required does not apply. The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004; product type: catheter, product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004; product type: catheter. Serious injury does not apply. Device code c63120 and conclusion code 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the catheter was leaking, and it was discovered in 2010 when the doctor replaced his pump. The patient stated, ¿the head was replaced in 2010¿. No further patient complications were reported.